Manufacturer narrative:
Sensor 0ddg6wgvd has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was downloaded successfully, sensor state 7 with event code 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The returned battery has been measured and results were within specification. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), observed that the antenna, molex and battery had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to test.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had hcp contact who obtained a lab glucose reading of 46 mg/dl and was given intravenous glucose for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had hcp contact who obtained a lab glucose reading of 46 mg/dl and was given intravenous glucose for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was downloaded successfully. The sensor was found to be in sensor state 7 with event code 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. No failure modes were observed on the sensor tail upon visual inspection. The sensor was further investigated and de-cased to place into fixture and unsoldered components were observed. A visual inspection on the returned sensor, revealed that the sensors antenna, molex and battery to be damaged leading to the data not being able to be extracted. Performed visual inspection of the printed circuit board assembly (pcba), revealed that the antenna, molex and battery had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. The returned battery was measured to be within specification. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint. The (DHR) device history review showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had hcp contact who obtained a lab glucose reading of 46 mg/dl and was given intravenous glucose for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Date received by mfg in the previous emdr-(B)(4) was incorrectly documented as 2/29/2024. The correct g3 date should have been 10sep2024.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had hcp contact who obtained a lab glucose reading of 46 mg/dl and was given intravenous glucose for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.